Manufacturer narrative:
Concomitant product: product ID 8731, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).

Event description:
Information received a healthcare provider (hcp) via a manufacturer representative regarding a patient with an implanted pump. Indication for use was noted as non-malignant pain, failed back surgery syndrome, and multiple back operations. The patient's pump had been dry since the pump moved to oregon. The pump had not been managed since the patient moved. In an email that was sent to the manufacturer representative it was stated that the patient had not used the pump in years. There were no troubleshooting or interventions reported. In addition, the patient outcome and drug in the pump were unknown. Additional information has been requested, but was not available as of the date of this report.